Manufacturer narrative:
Event date unknown. Lot, manufactured date and expiration date will remain unknown. As reported in a mynxgrip vascular closure device (vcd) filter survey, respondent #10 reported the following: inability to achieve hemostasis and hematoma. Conversion to manual compression is needed ten to fifteen minutes minimum and a pressure bandage. The device rarely could not occlude the access site in the artery, resulting with swelling, bleeding and hematoma. This is also resolved by manual compression and compression bandage with no further complications. Patient follow up is thirty days post-procedure. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Based on the limited information provided and the nature of the complaint, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint " sealant failure to achieve hemostasis and hematoma" could not be evaluated. With the limited information provided, since patient related events/conditions cannot be duplicated in a lab, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. Access site hematomas/hemorrhages are a common post-procedural complication and is listed in the instructions for use (IFU) as such. Access site hemorrhage events after manual compression are frequently related to stick technique, anticoagulation, blood pressure, adequate manual compression technique, and the patient's compliance to decrease mobility of the affected limb in order to promote coagulation. Access site bleeding events can require prolonged manual compression, blood transfusion, or even surgical intervention. As per the instructions for use (IFU) in step 3, remove device, apply light fingertip compression proximal to the insertion site, then lightly grasp the advancer tube at skin with the thumb and forefinger and realign with the tissue tract. Open the stopcock to deflate the balloon. Slowly withdraw the balloon catheter through the advancer tube lumen, and if unusual resistance is felt, pull the advancer tube and catheter together. While maintaining fingertip compression on the skin, remove the advancer tube from the tissue tract. Continue to apply fingertip compression for up to one minute, and if hemostasis is not achieved, apply additional compression as needed. Based on the information available for review, there is no indication to suggest that the reported incident could be related to the design or manufacturing process of the units. However, a risk assessment has been initiated to further investigate similar complications reported.

Event description:
As reported in a mynxgrip vascular closure device (vcd) filter survey, respondent #10 reported the following: inability to achieve hemostasis and hematoma. Conversion to manual compression is needed 10-15 minutes minimum and a pressure bandage. The device rarely could not occlude the access site in the artery, resulting with swelling, bleeding and hematoma. This is also resolved by manual compression and compression bandage with no further complications. Patient follow up is 30 days post-procedure. The device is not available for analysis.